Event description:
It was reported that: while the device was ventilating a patient, the user heard an atypical pop sound come from the ventilator and then noted that the ventilator powered off and stopped ventilating. An atypical electrical burning odor was noted. The patient was transferred to another device . No patient injury.